Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter right away.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not immediately detach from the catheter. The customer attempted to open and close the handle and the clip finally released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.